Manufacturer narrative:
(B)(4). The device was received for evaluation and evaluation is underway. Upon completion of the investigation, or if any additional relevant information becomes availble, a follow-up report will be submitted.

Event description:
It was reported that minicap transfer set was leaking. This occurred during use, while the patient was performing continuous ambulatory peritoneal dialysis (capd) therapy. The caregiver reported that the minicap transfer set leaked between the main body and the female connector. The caregiver could not identify any damage or disconnection that would cause or contribute to the leak. The patient¿s minicap transfer set was replaced, and the patient was able to complete therapy with no issues reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An evaluation of the actual sample was completed. Visual inspection, leak testing, clamp function testing and clear passage testing were performed with no issues noted. The reported issue of a leak could not be verified through sample evaluation as the device was determined to have met all specifications related to the reported event. Should additional relevant information become available, a supplemental report will be submitted.